Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case with patient identifier (B)(4) is related to case with patient identifier (B)(4).

Event description:
It was reported that the infusion set was leaking at the headset and the self-adhesive was wet with insulin.